Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm and buttons were unresponsive. The customer reported that the insulin pump was exposed to moisture. The customer's blood glucose was 459 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with down and act buttons unresponsive due to corroded keypad traces. No button error alarm noted during testing. We were unable to perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. No moisture damage found inside the pump. The insulin pump had cracked case at display window corners, minor scratched and cracked display window and missing end cap sticker.